Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/9/2021. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3: investigational summary: one opened sample of product code w9561 was returned to ethicon inc for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment area was noted to be as expected. The suture was received dispensed and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. The product code w9561 contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined. A functional test was performed, and the pull force result was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3: additional investigational summary: one opened box with twelve packets and thirty-two packets of product code w9561 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Please confirm how many sutures broke on this patient during this procedure. Please explain why an additional lot (rdmams)outside of what was originally reported is being returned. What was the initial procedure? Did the surgery was completed successfully? If yes what was used to complete the procedure? Events reported via: 2210968-2021-11229, 2210968-2021-11231, and 2210968-2021-11228.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Please confirm how many sutures broke on this patient during this procedure. Please explain why an additional lot (rdmams)outside of what was originally reported is being returned. What was the initial procedure? Did the surgery was completed successfully? If yes what was used to complete the procedure? Events reported via: 2210968-2021-11229, 2210968-2021-11231, and 2210968-2021-11228.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.